Event description:
It was reported that v.a.c therapy was placed on a pt with an open abdominal wound with retention sutures without the use of a non-adherent layer. According to the case mgr (rn), the pt allegedly developed necrosis under the retention sutures noted at the first dressing change. The case mgr stated that v.a.c therapy was discontinued and the pt was admitted to the hosp for surgical debridement of the necrotic tissue and the wound bed. According to the rn, the wound was surgically closed at that time.

Manufacturer narrative:
V.a.c labeling states, "superficial or retention sutures should be covered with a single layer of non-adherent material placed between the sutures and the v.a.c drape." The v.a.c therapy unit was returned to the kci service ctr and tested per quality control procedures and met specifications.